Manufacturer narrative:
The device was not returned for investigation. The physician noted initial access was difficult due to fibrotic femoral arteries that rolled, 5.9x5.7mm vessel size, and lacerated in a circumferential fashion. The physician confirmed the vessel became torn during access/procedural large bore sheath placement. The us IFU states the safety and effectiveness of the manta device has not been established in patient populations with small femoral artery size <6mm (for 18f manta) in diameter or in patients who are suspected of having intra procedural complications at the femoral access site pre-sheath removal including: significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The angiogram images were obtained and reviewed by essential medical. Angiogram review showed the manta device was deployed high in the pelvis, artery badly split and narrowing at the access site. The us IFU list warnings do not use if the puncture site is proximal to the inguinal ligament or above the most inferior border of the epigastric artery (iea), as this may result in retroperitoneal bleeding and other access complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention are identified adverse events. Potential adverse events associated with any large bore intervention include but are not limited to vessel laceration or trauma. The root cause of the bleeding at the access site below skin level is due to the vessel tearing during access due to difficult access site conditions. This incident was not caused by the manta device. Based on the information reviewed, there is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The us IFU lists local trauma to femoral wall such as dissection and other access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review device history record, risk documentation, and case imaging.

Event description:
A tavr procedure was performed on a female patient on (B)(6) 2019. It was noted that initial access was difficult due to the vessels being "thick and fibrotic". Following deployment with the manta vascular closure device, it was noted that there was no oozing or hematoma visible at skin level. However, angiogram showed bleeding at the access site below skin level. Manual compression was performed as the balloon was readied. The balloon was advanced from the contralateral side and was inflated two times for 10 minutes each time. Hemostasis was not successful, and the decision was made to place a covered stent at the access site. Angiographic evidence showed continued bleeding and a balloon was again inflated within the stent. Hemostasis was achieved following the second ballooning of the stent.